Manufacturer narrative:
The device was not returned for analysis. Production record and similar complaint history were not performed because the part and lot numbers were not reported. Corrective and preventive actions (CAPA) review was performed and revealed no indication of a product quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Correction: d9 - device available for evaluation updated from yes to no.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using the pre-close technique prior to a coronary procedure with impella support. Reportedly, a proglide suture was successfully preplaced. Another proglide was successfully flushed during preparation, yet, when inserted, no blood came out of the marker lumen. The device was not used. A third proglide preplaced the second suture. The sheath was 14f, and the coronary procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. D4 - primary UDI number: the UDI is not known as the part and lot number were not provided.